Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Device not yet returned.

Event description:
Patient was bleeding slightly after sphincterotomy, haemostasis probe inserted into scope, when the pedal was pressed nothing happened and noticed the tip of the probe was missing, haemostasis achieved with injection of adrenaline and it was noticedon xray that the tip was in the small bowel. Fallen tip was not visible endoscopically so could not remove it but it was seen radiologically. Hopefully it will pass through with feces.

Manufacturer narrative:
The device was returned without the distal tip (probe). Removed the outer sheath to expose the wires, both ends of the wires have evidence of solder, which would attach to the ceramic probe. Since the ceramic tip, probe was not returned there is no way to determine the exact cause of how this failure may have occurred. The complaint is confirmed, ceramic probe tip detached from the 7fr fixedpin hemostatic probe device. DHR review, no discrepancies with the manufacture of the lot.